Manufacturer narrative:
The field service engineer (fse) bleached the ise flow path and the issue was resolved. The investigation determined the event was consistent with a pre-analytical handling issue (poor sample quality) at the customer site and resolved by service maintenance.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas pro ise analytical unit. On (B)(6) 2021, the customer replaced the ise electrodes. The initial na results were reported outside the laboratory. The customer performed ise qc at the end of the day and had an issue. The customer performed repeat testing with the samples. Sample identifier (B)(6) had an initial na result of 148.6 mmol/l. The patient's repeat na result was 141.1 mmol/l. Sample identifier (B)(6) had an initial na result of 148.8 mmol/l. The patient's repeat na result was 141.4 mmol/l. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer performed maintenance on the ise circuits. The investigation is ongoing.